Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to loss of capture and pacing inhibition despite higher programmed output. No adverse patient effects were reported. The lead will not be returned for evaluation. The boston scientific local area representative was contacted for replacement lead details. No information has been received at this time. This investigation will be updated should further information be provided.